Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd insyte¿ autoguard¿ shielded IV catheter had a black dot on the needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported before use that the bd insyte autoguard shielded IV catheter had a black dot on the needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
The sample was received in the original and opened package. There was no foreign matter evident as the provided picture had shown. The device history record analysis had no record of nonconformities, therefore the complaint was not verified. Conclusion(s): not confirmed: bd was unable to confirm the customer complaint for the claimed defect. Records of foreign matter were not evidenced during the device history record analysis and of record of nonconformities, the analysis of the sample returned by the client did not show any kind of "foreign matter". Even if the photo has shown a foreign matter particle on the cannula or catheter, the sample received had no evidence of foreign matter, so the complaint was not confirmed.